Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent got caught in a non-bsc guide extension catheter and became stuck. The devices were pulled out of the patient's body and the stent was unraveled. The procedure was completed using a different device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Corrected batch/lot/serial # from 0020980007 to 0020805785. Corrected device expiration date from 06/15/2018 to 07/27/2018. Corrected device manufactured date from 08/23/2017 to 07/05/2017. Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from the stent delivery system (sds). The stent was damaged and stretched its entire length. The maximum crimped stent profile measurement is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon body indicating that the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was further reported that the correct device was a 3.00 x 28mm synergy ii drug-eluting stent and not a 3.00 x 20 synergy ii drug-eluting stent as previously reported.